Event description:
Title xxxxx: event desc: nursing staff obtained an instant hot pack from the storage room to use on a pt. The rn squeezed the bag and felt the inner pack burst as expected. She then shook the bag gently to activate the chemicals. However, the heat pack did not heat up. Instead, it remained room temperature. Another heat pack was obtained and worked as expected. It is unk why this occurred. There are no obvious visual defects to the device and staff area confident that the device in the storage area had not been previously activated because the rn felt the inner pouch break when she squeezed the bag. We plan to return the product to the MFR for their inspection/analysis.

Manufacturer narrative:
Device was received by MFR on (B)(4) 2010. The outer pack was opened to inspect the inner water bubble to try to evaluated the reason the pack did not get warm. Despite what the reporting rn stated, the inner water bubble was not ruptured as it would be if activated per the instructions. However the inner water bubble was partially deflated due to a pinhole leak in the plastic film that makes up the bubble. This allowed water to leak into the outer pack and pre-activate the chemical rendering it inert. There was no pt involvement. Another pack was used and worked as expected. Device eval summary: device was returned to hms on (B)(4) 2010. The pack was opened to try to determine why it did not function as intended when the rn activated the pack. Upon opening the pack it was discovered that the inner water bubble was not ruptured even though the rn said she felt the inner bag burst when she squeezed it. The inner water bubble was partially deflated due to pinhole in the plastic film that makes up the water bubble package. This small hole allowed water to leak into the outer pack and pre-activate the dry chemical, magnesium sulfate, which rendered it inert.